Manufacturer narrative:
Product ID: neu_unknown_cath, lot# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a business partner regarding a patient in (B)(6) who received an unknown medication in 2012 via an implantable pain pump. The patient was currently receiving lioresal intrathecal. The specific concentration and dose was not provided. The patient¿s medical history included: spasticity, craniocerebral injury from an unknown date in (B)(6) 2008 (traumatic brain injury), craniectomy on an unknown date in 2008 (hemicraniectomy), subdural haematoma from an unknown date in (B)(6) 2008 (acute subdural hematoma), gastrostomy, squint/strabismus, ventriculo-peritoneal shunt infection (device related infection) on an unknown date in 2009 (shunt removed), ventriculo-peritoneal shunt (ventriculo-peritoneal shunt) shunt from an unknown date revision 2009; rhinitis allergic, cranioplasty from an unknown date in 2009, epilepsy (first seizure in (B)(6) 2017, tonic-clonic seizures) and convulsion prophylaxis from an unknown date in (B)(6) 2009 (discontinued since 2.5 years), vegetative state chronic (apallic syndrome) from (B)(6) 2008 to ongoing. It was reported that the patient had a catheter revision in 2012. Patient symptoms related to the catheter revision were not reported at this time. No further complications were reported/anticipated.